Event description:
A malfunction related to cgm error 42 was reported by the customer, followed by a successful pump reset assisted by cts. There was no adverse impact to the customer's blood glucose level. Resolution occurred when the customer successfully started their sensor session after the pump reset, with no further errors displayed.